Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The account reported that the patient was admitted from (B)(6) 2019 to (B)(6) 2020 due to persistent ventricular tachycardia. The patient reportedly had a crtd (cardiac resynchronization therapy defibrillator) implanted before their pump was implanted. The patient did not experience any clinical compromise and was treated with anti-arrhythmic medication. The heartmate ii lvas IFU rev. B is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted from (B)(6) 2019 to (B)(6) 2020 due to persisting ventricular arrhythmia. The correlation of the event to the device is unknown. The cause of the cardiac arrhythmia is unknown.